Manufacturer narrative:
The bolus wizard functioned properly per bolus wizard sample in the user guide. No estimate details anomaly noted when using the bolus wizard feature. No bolus wizard anomaly noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The motor was tested outside of the device and passed. The insulin pump has minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump was retaining her blood glucose level longer than expected. When she pressed the b button, the insulin pump was remembering her blood glucose level for over an hour. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.